Event description:
The pharmacy/reporter called alleging high readings on the patient's one touch ultra meter. A medical affairs specialist (mas) sent follow up questions; however, the reporter was unsuccessful in getting in contact with the patient to obtain follow up questions. Customer care advocate (cca) spoke to the patient daughter; however, the daughter did not know much about the incident. Readings that the patient alleged that were high were not provided. Approximately 2-4 weeks ago, the patient obtained an elevated blood glucose reading. The reporters stated that due to the elevated readings the patient increased their insulin dosage. At the unspecified time later exhibited symptoms of low blood glucose. The exact symptoms the patient obtained were not provided. Reporter does not know whether or not the patient received any medical attention during or after the symptoms. The patient has a back up meter and reporter does not know whether or not the patient used the meter during or after the incident. Customer care advocate (cca) was unable to troubleshoot the testing supplies, since the pharmacist did not have the patient's test strips or control solution. No further clinical information was provided. It would have been helpful to know the patient's insulin regimen, readings prior to the event, date of the event, how long the patient was exhibiting symptoms, condition of the test strips and to run a quality control test on the subject test strips. The complaint is being reported since the reporter alleged the patient exhibited symptoms of low blood glucose after taking a higher insulin dose following the meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.